Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon due diligence, it was reported, "the disconnection occurred at the catheter adapter and the transfer set was changed" as a precautionary measure. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During follow up, it was stated the patient was given antibiotics as a precautionary measure. H10: the customer returned a sample with product code 5c4483 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. An integrity of seal surface test was performed and there were no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.